Event description:
It was reported during the implant procedure that the screw (helix) could not be rotated back (retracted). The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted due to over-stress. There was also noted deformation/fracture of the proximal section of the inner coil.